Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1797. It was reported the pt is experiencing painful stimulation. The pt has two peripheral leads placed on her occipital (off label use). An sjm rep met with the pt and confirmed the issue. Lead diagnostic tests were normal. A cat scan has been ordered. F/u is pending with her physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.